Event description:
In late 2008, the distributor reported that during a posterior lumbar interbody fusion (plif) after the surgeon had implanted a screw, the surgeon was adjusting the screw position with the driver when the screw head disassembled as the driver was pulled out. On nine days later, the distributor reported that the surgeon was able to explant the disassembled screw with the pathfinder bone screw adjuster. The surgeon then implanted a new screw. There was a 20 minute surgical delay.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.